Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced vibrations from the implantable pulse generator (ipg) across the chest when brushing teeth or bending over. Ventricular pacing seen consistently through artifact during vibrations.the ipg remains in use. No further patient complications have been reported as a result of this event.